Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the patient suspected that the battery was wearing low faster than expected. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.